Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), batch: ab2219.

Event description:
It was reported that the patient experienced ineffective therapy following multiple falls. Diagnostics revealed low impedances on the lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.